Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and non-guidant lead system was oversensing resulting in several syncopal episodes in this pacemaker dependent patient. The non-guidant lead was replaced. Afterward, it was noted that the ICD was emitting beep tones. It was further reported that the ICD was programmed to beep on sensed and paced ventricular events. The device was removed and replaced. No further problems have been observed since the system replacement.